Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline wouldn't open midway through deployment. As a result it was removed and the microcath eter/pipeline were replaced and the procedure completed successfully. There were no related patient symptoms. The patient was undergoing treatment of a right ica to opthalmic cavernous, unruptured, saccular aneurysm. Dual antiplatelet treatment was administered, post procedure angiographic results were acceptable. The patient's vessel tortuosity was unknown. More than 50% of the pipeline was deployed when the issue occurred with less than 2 resheathing attempts made.

Manufacturer narrative:
The pipeline flex braid was returned without the pushwire. The distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. In addition, the middle section of the braid was also found fully opened with no damage. No other anomalies were observed. Based on the returned device, the pipeline flex was not confirmed to have failure to open in the middle section, as the pipeline flex braid was fully opened and damaged. However, the cause for damage could not be determined. The root cause could not be determined. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.